Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Return of the suspect device was requested for evaluation.